Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported air flow accuracy failed and power (light emitting diode) led defective. The device was not in use at the time of the reported event.

Manufacturer narrative:
MFR received date: 04sep2019. The international fse (field service engineer) determined that the air/exhalation flow sensor and the power switch overlay require replacement and provided a quote for these parts to the customer. The customer did not approve the quote so no service was rendered. The ventilator was not repaired. No parts were replaced so no parts are expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.